Event description:
It was reported that, "during the bha, when the nurse opened the blisterpack, the c-clip and locking ring had already dissociated from the metal shell. The surgeon unmindfully tried to lock the locking ring into the shell. However, he could not completely insert the locking ring into the shell because it was too tight. Therefore, he implanted a spare centrax instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.